Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation, the pump was found to display error code alarm message 1871. The investigation determined that a defective motor was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump exhibited "error 1871" while running. No patient was involved in this event. No adverse effects were reported.